Event description:
The following information was received from the clinical trial: during the eight month follow-up angiograph results showed restenosis at the proximal and distal edge of the implanted cypher des in the mid left anterior descending. The target lesion was revascularized, however procedural details remain unk.

Manufacturer narrative:
Please note: this unk cypher sirolimus-eluting coronary stent with an unk catalog and lot number is distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent. Any additional information will be submitted within 30 days of receipt.